Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(4).

Event description:
It was reported that the surgeon was impacting a shell into the acetabulum using the inserter handle and mallet. When the instrument was hit with a mallet the inserter broke in half. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: complaint sample was evaluated and the reported event was confirmed.device history record was reviewed and no discrepancies were found. Root cause was unable to be determined.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.